Event description:
It was reported, pt had arthritis of the hip. Removed gamma nail and converted to total hip.

Manufacturer narrative:
Hospital retained the device. Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.